Event description:
It was reported that during routine review, the health care professional (hcp) noted that the presenting electrogram (egm) appeared to mimic electrode fracture and reached out to technical services (ts) for further recommendations. Ts recommended the hcp obtain a chest x-ray. Review of the three vectors exhibited railing in secondary vector with a slight amount in alternate and no railing observed in primary. The patient does not have sternal wires. The patient underwent a chest x-ray, but unable to confirm the suspected electrode fracture. Subsequently, the device was reprogrammed with the plan to follow up with the patient monthly. At this time, the device remains in-service. No adverse patient effects were reported.